Event description:
Pt undergoing total left hip arthroplasty. Trilock inserter tip/nub broke off inside the implant already placed in pt. Decision to leave implant in as removing would be more traumatic. Tip of inserter remains inside implant, inside pt. FDA safety report ID# (B)(4).